Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID p1501dr implantable pulse generator (ipg) implanted: (B)(6) 2009; product ID 501da20 mechanical heart valve implanted: (B)(6) 2009; product ID 5076-52 implantable pacing lead implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead displayed a fracture in the outer insulation. The lead also exhibited high pacing impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.